Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Aligned table top bearings and rails for smoother float performance. Instructed user on table top performance. The system was tested and found to function as intended and placed back into service.

Event description:
It was reported that the table will not lock after floating table top on the apix table. It was noted that pressing the lock button alarms the system. There was no report of patient injury.